Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. The customer reported he cannot reproduce the failure. The customer was advised to run unit in manual mode for 2-3 hours trying to replicate failure symptom and monitoring blower temperature. The customer reported running the device for several hours at high blower speed while monitoring blower temp; max blower temp was observed in the mid-50s c. The device has been returned for use. There were no parts replaced.

Event description:
The customer reported a blower temperature high alarm. No patient harm reported. The event date was not specified; estimate used.